Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the prograsp forceps instrument's jaws got stuck. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted when the product has been evaluated and/ or if additional information is received.